Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator display flickers and then the screen goes blank. There is an audible alarm present as well. When in service mode the screen works properly. There was no patient involvement.